Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker had noise that was oversensed causing pacing inhibition and asystole greater than 2 seconds. It was also noted that the patient was in complete heart block and the pacemaker would not capture or pace. There was no known cause for the noise, however the leads were normal once connected to the pacing system analyzer (psa) and fluoroscopy revealed appropriate position. The physician decided to explant and replace the device, which required hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits, and no noise was noted on the egm. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensed noise.